Manufacturer narrative:
The sample was not returned. The lot number is unk; therefore, the device history record could not be reviewed. (B)(4).

Event description:
It was reported that the catheter developed a cuff upon deflation and removal causing slight bleeding that stopped without intervention.